Event description:
It was reported that the 7900 system monitors had no power. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fuse and cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.